Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the display is completely blank.¿ liquid ingress caused the printed circuit board to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2/8/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6) 2018, service found that the unit powered on but the display is completely blank.